Event description:
In 2008, the home pt's peritoneal dialysis (pd) nurse reported, the pt is in the hospital being treated for peritonitis and believes the home pt's transfer set cracked. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
The sample was discarded.